Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). The reported device returned for evaluation. Visual inspection noted, the sheath measured to be 44.6 cm, and the tip appeared to be slightly compacted. There was approximately 2.8 cm of exposed coil on the sheath. With the present information available the root cause is undetermined. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned devices was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. No similar complaints have been reported for this lot number.

Event description:
It was reported that the sheath began to uncoil upon advancement into the inferior mesenteric artery. The patient remained unharmed. No additional details have been received.